Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Surgical intervention is anticipated. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient had experienced dizziness due to the pacing inhibition. The rv lead was successfully capped and replaced, and during the replacement the patient experienced a ventricular tachycardia episode which was treated via external defibrillation. The patient was stable following the procedure.